Event description:
It was reported that a patient discovered minicaps with inadequate iodine. The patient stated that when they first found the minicaps, the patient continued to use them. The patient estimated that they go through two to three minicaps before finding a good one each time they do therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter - us phone number: (B)(6). Device manufacture date: 11/04/2014 - 11/11/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.